Manufacturer narrative:
Medical device continued: 6944-65 lead implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing and intermittent capture. The lead remains in use. No patient complications have been reported as a result of this event.